Event description:
It was reported that the customer was hospitalized due to dehydration and high blood glucose of over 400mg/dl. It was stated that the event leading to his admission was thirsty. It was stated that the customer was experiencing unexplained high glucose for (B)(6). It was stated that the customer's most recent glucose reading was 468, and he has treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The mother stated that the customer had multiple bent cannulas, and she believes that is the reason for her son's high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.